Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 100% stenosed, 4.0-6.0mmx76mm, eccentric, de novo target lesion was located in the right coronary artery. Following pre-dilatation with a non- bsc device, a 4.00x48mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. When the device was removed, it was found that the distal portion of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 48mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut row 11 from the distal end was lifted and pulled in a distal direction. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 100% stenosed, 4.0-6.0mmx76mm, eccentric, de novo target lesion was located in the right coronary artery. Following pre-dilatation with a non- bsc device, a 4.00x48mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. When the device was removed, it was found that the distal portion of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.